Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the reason for the call was the patient said that they had not used their ins in 2 years because the wires came out. The patient said they were scheduled to have an MRI and wanted to know if they needed to put their ins into MRI mode or not. The agent focused on the reason for the call and reviewed MRI mode information.